Event description:
Tip of holmium laser fiber broke off inside pt. They are almost certain that the piece wasn't retrieved. It is only 1mm in size and the dr felt it would wash out naturally. The procedure was thought to be some kind of urethra exam.